Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an IV set leaked from the "top y-site". The process step at which the issue occurred was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.